Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. It was also noted that the batch number was not present on the instrument. The ceramic is fractured but attached to the lower jaw. The ceramic could have been was damaged by the separation of the electrode from the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60.

Event description:
It was reported that the electrode separated from the jaws but did not detach during an lsh procedure. Case was completed with a second device. No patient consequence. Device will be returned and replaced.